Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one 3cg tls stylet. The sample was received inlaid through a t-lock assembly. The wire had been manipulated within the t-lock septum. The stylet exhibited two kinks within the region of polyimide tubing. No obvious usage residues were observed. Microscopic inspection of sample revealed the kinks in the polyimide tubing to have occurred between magnets. No breaks were observed in the stylet. The kinks in the stylet appeared to be caused by sample manipulation; however, no evidence was discovered to inform when/how that manipulation occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include failing to wet the stylet prior to removal/insertion during catheter trimming attempted catheter insertion when the stylet protrudes from the catheter tip. A lot history review (lhr) of recq0259 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recq0259) have been reported from the same facility.

Event description:
It was reported that after trimming the catheter, prior to placement, the 3cg stylet was noted to be bent. On (B)(6) 2018- evaluation found stylet kinked.